Event description:
It was reported that the pacemaker recorded four signal artifact monitoring (sam) episodes due to oversensing of the minute ventilation (mv) feature signal on the right atrial channel. High out of range lead impedances were observed on both the right atrial (ra) and right ventricular (rv) channels. The involved leads were both non-boston scientific products. Boston scientific technical services (ts)provided the healthcare professional with programming options. The mv feature remains on and there were no adverse patient effects reported. This pacemaker remains in service. The device was included in the minute ventilation sensor signal oversensing advisory population. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).